Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said today they started getting a pain where they could feel the fluttering; like a "shock." Painful stimulation was reported. They said it happened when they were getting dressed as well as in class; it happened three times. No trauma/falls were reported that could be related to this issue. It was reviewed that the patient can try turning stimulation down or turn the ins off to see if that resolves the pain/shock. They have had settings for over a year now and the patient does not wish to make a change. As a result of the event, the patient will follow up with their healthcare provider (hcp) to have the device checked. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the consumer indicated that the cause of the shocking was not determined, but was resolved through turning the system off for a few hours and then turning it back on. The issue was resolved at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Updated patient weight. If information is provided in the future, a supplemental report will be issued.